Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the leaflets were successfully grasped; therefore, the deployment sequence was started. However, while removing the lock line, resistance was felt, and the lock line became stuck. The physician then decided to continue the deployment sequence. The clip was able to be deployed and the physician was then able to slowly remove the lock line while removing the device. An additional clip was implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed and without the device to analyze, a cause for the reported physical resistance/sticking (difficulty to remove the lock line) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.